Manufacturer narrative:
(B)(4). Baxter has conducted a trend review.  Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for an unspecified infection coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was not reported. It was unknown if the patient recovered from the infection. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon follow up, it was clarified that the patient had been hospitalized for shingles, encephalitis, oral thrush, and low circulation throughout the patient's legs. The additional information has been re-assessed and the event is no longer considered a reportable serious injury.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.